Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a severely tortuous and calcified antiventricular of the right coronary artery. The apex otw, 2.50mm x 8mm crossed the lesion. The balloon was inflated and ruptured. The number of inflations is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure a balloon rupture occurred. The 100% stenosed lesion was located in a severely tortuous and calcified antiventricular of the right coronary artery. The apex otw, 2.50mm x 8mm crossed the lesion. The balloon was inflated and ruptured. The number of inflations is unknown. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by manufacturer: magnified inspection revealed no damage. When positive pressure was applied with an inflation device filled with water, a stream of water emitted from a pinhole in the balloon wall adjacent to the distal end of the proximal balloon bond. The balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).